Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range, causing the customer to experienced an elevated blood glucose level. Customer administered a manual injection to address the elevated blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.